Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The reported event occurred because the angulation wire stopper that remained inside the scope at the previous repair got stuck at the angulation chains in the control unite.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the angulation of the subject device became defective at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and found that the angulation wire stopper which could not have removed at the last repair was stuck at the angulation chains in the control unit of the subject device. The service department of oekg removed that wire stopper and the bending values of the subject device were reset. There was no patient injury associated with this report.